Event description:
Caller reported an error 42 with their continuous glucose monitor (cgm). There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and the caller successfully started their sensor session without further issues.